Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. After an unspecified length of time, and unspecified volume of solution leaked from an unspecified location of the filter of the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including, if the tubing set was replaced and the therapy was resumed and if the solution that leaked was cleaned up according to the user facility's protocol.